Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was expired due to ischemic cardiomyopathy. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Outcome attributed to adverse event: should not have been selected for ¿required intervention to prevent permanent impairment/damage (devices).¿ an adverse outcome ¿death¿ has been selected to reflect this correction in this follow-up MDR.

Manufacturer narrative:
A partial lead with the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.